Event description:
Per importer's MDR: MDR decision date: 12/04/2012. On 12/05/2012 - (B)(6) - no serious injury alleged. Malfunction alleged. Dealer states the part was ordered incorrectly. Caster issues. He stated that the par belongs to a shower chair. He stated that the end user had been using it for approx. 1 year and half. No demographics are available because it belongs to a facility so he is unsure as to how many patients have been using the shower chair. He has no further product information to disclose. MDR filed.